Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a fingerstick glucose of 384 mg/dl and a sensor display of ¿high,¿ and the condition persisted for about 45 minutes before interventions; the user¿s nurse performed a supply change, and a second set change was later advised and completed. Symptoms included no reported clinical symptoms. Outcomes included successful correction of hyperglycemia following supply changes, with glucose stabilizing thereafter, and no need for medical intervention or hospitalization. Investigation included troubleshooting and education regarding infusion set and supply replacement, verification of data connectivity via bluetooth with cellular upload, and follow-up to confirm resolution. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with no device alerts reported and no evidence of a device malfunction identified; the issue resolved after supply changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.